Event description:
A temporary facial nerve injury was reported. Later it was reported that the nerve injury was almost completely healed. This was due to user error in the region of the face treated.

Manufacturer narrative:
Device not returned for evaluation. DHR was reviewed and the device met all release criteria.